Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that ligator housing was not returned. Only the handle was returned, and it had marks of trip wire indicating that the trip wire was secured. Also, the suture was broken. Per media analysis on the provided photo, it showed that the ligator housing had seven bands attached to it and one of the bands overlapped. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed as the ligator housing was not returned. Upon analysis of the returned component, the handle had marks of trip wire indicating that it was secured. Although the returned component had broken suture, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. Although media analysis showed the ligator housing had seven bands attached to it and one of them overlapped, it is uncertain, and it did not show any failure mode that can be determined. The conclusion is acceptable because of the analysis of the available information and product analysis did not determine a more specific complaint cause, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during an esophagogastric varicose ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during an esophagogastric varicose ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.